Manufacturer narrative:
(B)(4). Date sent: 06/04/2020. D4: batch # t5ed2u. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify how was the bleeding controlled? Suture was used to stop bleeding. How much blood was lost (ml)? Approximate 100cc. Did the patient require a transfusion? No required. How was the bleeding addressed? Suture was used to stop bleeding. Can you please clarify the statement you made regarding " the patient was stable and, in the hospital, now¿? The healthy condition of patient is stable and in hospital. Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? The patient's hospital stay was not extend.

Event description:
It was reported that during the open resection of rectal cancer. After fired with cs40g, the surgeon noted that rectum was cut but no staples, the tissue was bleeding, suture was used to oversew. The patient was stable and in the hospital now. No staples.